Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an mr grade of 3-4. The first clip delivery system (cds 70725u108) was advanced to the mitral valve and the clip was implanted, reducing the mr to 2. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 3-4. Two additional clips were implanted lateral and medial to stabilize the first clip; however, the mr remained at 3-4. A vascular plug was placed where the jet remained. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be due to thickened-friable leaflet tissue. The mitral regurgitation (mr) was due to the slda of the first implanted clip. It should be noted that while the mr ultimately remained unchanged, the reported patient effect of worsening mitral regurgitation is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.